Event description:
It was reported that during a follow up in clinic, high pacing impedance and noise resulting in oversensing were noted on the right ventricular (rv) lead. Abbott technical support was contacted and a revision procedure was performed. Insulation damage was visually observed on the rv lead. The physician suspected the damage was due to a fall the patient experienced unrelated to the rv lead. The physician connected the rv lead to the left ventricle (lv) port of the device and connected the lv lead to the rv port to resolve the event. The patient was in stable condition.